Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis has not been completed but is expected. Method: no testing methods performed. Results: results pending completion of evaluation.

Event description:
It was reported that during a cheek mass removal, the vari-stim was working but stopped working less than a minute after the doctor started using it. The light would not light. The user opened a second unit and it did the same thing in less than one minute. No patient impact.

Manufacturer narrative:
The product analysis was completed on june 27, 2014. The product analysis indicates that a total of three samples (3) without the original product packaging and label were received. The samples were identified based on labeling information present on the part and identified product as part number 8562010 vari-stim iii locator. There was no obvious presence of bio-residue on the product, but all three samples were found outside the packaging, and were likely used/handled by the customer. It remained unknown which two samples were customer complaints, therefore all three samples were analyzed. All three devices were tested by touching the needle electrode to the probe tip, and the devices would light indicating current delivery which is not consistent with the reported malfunction for ¿device not working.¿ the device was then functionally tested in all 3 positions per instructions for use and there was no intermittent behavior while manipulating the switch and tip within the positions. The device was electrically tested with no out of specification condition identified. There was no evidence of improper manufacturing and no fault was found as it relates to the complaint therefore manufacturing has been ruled out as a potential cause. It should also be noted that one out of the three samples had a severely bent probe tip which indicated aggressive use of the device by customer (application of excessive force). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.